Event description:
A us distributor returned a monitor and reported monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitored delivers a monophasic pulse. The cause for failure was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.